Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) it was reported that the patient had been going to a dizziness center because she had been getting dizzy spells since a week ago. Patient reported she did not know if this was a device related issue. Patient called to inquire if she needed to turn the stimulation off for a tests that might be done. Patient was advised to have the healthcare professional (hcp) call for any guidelines. Patient also reported she had a fall in spring of 2017 and a surgery was setup for the patient to fix the wires that happened because of the fall. No further symptoms reported. No further complications reported.

Manufacturer narrative:
Device code: (B)(4) does not apply to this event and updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: continuation: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2011, explanted: active, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4) (con): information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) it was reported that the patient had been going to a dizziness center because she had been getting dizzy spells since a week ago. Patient reported she did not know if this was a device related issue. Patient called to inquire if she needed to turn the stimulation off for a tests that might be done. Patient was advised to have the healthcare professional (hcp) call for any guidelines. Patient also reported she had a fall in (B)(6) of 2017 and a surgery was setup for the patient to fix the wires that happened because of the fall. No further symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient fell in their bedroom and thought it was some pills she was on but as it turns out, a doctor was sending the patient to the dizzy and balance place to improve on their balance. The patient weight was (B)(6) and their wires will be properly fixed soon. The patient had a delay due to the doctor being out of town.